Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while outside. There was no impact to customer's blood glucose level. The customer did not believe the pump was hot or exposed to extreme temperatures. It was indicated that the customer went inside and stood next to a fan allowing the alarm to clear and resumption of insulin delivery.